Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a circle on the screen. Customer was having high blood glucose and had received a lost sensor and sensor off message in the status screen. Customer's mother was assisted with running the customer's standard basal rates. Caller declined troubleshooting for the high blood glucose. Customer's blood glucose was 533 mg/dl this morning and caller stated that she treated with the pump. It was found that the customer was running a pattern basal rate. Customer's mother was advised that this could have possibly caused her daughter's high blood glucose.